Event description:
It was reported by the customer, at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), on inserting the evis exera iii duodenovideoscope into the mouth of the patient, the single use distal cover broke off and ended up in the mouth of the patient. Broken pieces of the single use distal cover were found in the mouth of the patient. No additional treatment was required. No patient harm reported. The intended procedure was completed. The reporter stated the nurse who applied the single use distal cover most likely did so incorrectly resulting in a split down the perforated line. The facility discarded the single use distal cover. This complaint is related to patient identifier (B)(6) (single use distal cover, maj-2315).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal cover was easy to be broken by inappropriate attaching or; the distal cover was damaged and broken due to stress applied during procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.